Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing however, no the patient did not experience any pacing inhibition. Additionally, there were observations of high thresholds and out-of-range pacing (ooo) impedances measuring greater than 2000 ohms. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.